Event description:
The patient received her scs system on (B)(6) 2005, consisting of an ipg and lead. It was reported that she fell on the ipg resulting in an open wound. The device subsequently eroded through the skin. Culture results indicated a staph infection for which antibiotics were administered. The patient's ipg and lead were explanted on (B)(6) 2010. After the surgery, the physician indicated that most of the pocket and lead area did not appear infected. Follow-up on the patient found that she is recovering well with no additional issues reported. It is unknown whether the explanted devices will be returned to the manufacturer or if the patient will receive a replacement system.

Manufacturer narrative:
Evaluation method - the device history and sterilization records were reviewed. Results - review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.